Manufacturer narrative:
The hakim programmable valve was not returned for evaluation (per customer - "the product will not be returned to your site.") And lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A possible root cause for the occlusion reported by the customer could be due to biological debris and protein buildup interfering with the valve mechanism.

Event description:
A physician reported obstruction of the hakim programmable valve. The valve connected to a bactiseal catheter (mfg report number - 3013886523-2020-00172), was implanted into a patient with an interhemispheric cyst via a cyst-peritoneal shunt on an unknown date with an unknown initial setting. Obstruction was reportedly observed about 2 months after implantation. The patient was taken back to the operating room for a shunt revision with a new valve placement on an unknown date. It was reported a ¿scabbard thing was observed along with the bactiseal catheter, so the physician commented that it seemed an allergic reaction.¿ the symptoms subsided after the valve was replaced.